Event description:
The pt had puss and bleeding for a month after implant of a pump. As a result, he was refused hip replacement. A year later, the catheter "came out of his skin". The medication being delivered via the device system was not reported. No add'l info was provided.